Event description:
It was reported that whle using the bd micro-fine¿ pro pen needles it was difficult to prime. Report 1 of 2 the following information was provided by the initial reporter, translated from japanese to english: the patient found that the chemical liquid was extruded diagonally during the priming. When the inner shield was removed, the needle was unstable.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. (B)(6) see h10.

Event description:
It was reported that whle using the bd micro-fine¿ pro pen needles it was difficult to prime. Report 1 of 2. The following information was provided by the initial reporter, translated from japanese to english: the patient found that the chemical liquid was extruded diagonally during the priming. When the inner shield was removed, the needle was unstable.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.